Manufacturer narrative:
Please see section b3 for corrected occurrence date.

Event description:
The patient¿s parents reported multiple issues with the controller, including the loss of bluetooth connectivity, inability to see their values and an unexpected switch from automated mode to manual mode, with no option to return to automated mode, resulting in insufficient insulin delivery. The pod was replaced while at home, assuming it had an issue. The parents later clarified that it was not the pod that had the issue, the controller was the issue. As a result, the patient experienced high blood glucose levels above 500 mg/dl (27.8 mmol/l) and was admitted to the hospital. The patient¿s symptoms included vomiting, malaise, and slow speech. The pod was removed by hospital staff and the controller was replaced. The patient was admitted on (B)(6) 2026 and discharged on (B)(6) 2026 around midday. The patient was diagnosed with onset of an acetone crisis. During hospitalization, the patient received long-acting insulin (novorapid).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.